Event description:
A health authority representative reported that the iol was damaged by the insert in the injector. No further information available.

Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the distal tip area (not returned). The optic was pressed between the posts of the lens case. No cartridge returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. Customer indicated the use of an unspecified injector. It is unknown if qualified products were used. The company lens model is only qualified for use in the company cartridges. The lens was not returned in a cartridge as described. The lens was returned positioned incorrectly in the lens case. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of what appears to be surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The cartridge was not returned for evaluation. The use of non-qualified products may result in lens delivery difficulties and/or lens damage. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).